Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Pharmacist reported 'clear periprosthetic liquid in small quantity' and rupture (diagnosed by MRI). Device was explanted and replaced. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "clear peri prosthetic liquid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "clear peri prosthetic liquid".

Event description:
Pharmacist reported left side 'clear peri prosthetic liquid in small quantity'. Device was explanted.